Event description:
It was reported that the during use, water did not go into the inflation lumen of the foley catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event is confirmed manufacturing related. Visual evaluation noted received 1 all-silicone temp sensing foley catheter with sample port connector and syringe. Using returned syringe and 10ml mbs upon inflation strong resistance was encountered as solution. Dissected trifurcation site and pin gauges with as no blockage was present. Dissected balloon and notch were not perforated properly. Notch measured to be 0.014". This does not meet specifications. Also received 4 photo samples. First photo sample shows top view of catheter with syringe used during reported event. Second photo sample shows end of catheter with inflated balloon. Third photo sample shows inflation cap. Fourth photo sample shows top view of outer packaging of tray. No actions can be taken at this time since a root cause was not identified. DHR review did not show any problems or conditions that would have contributed to the reported event. Labelling review is not required as labelling would not have prevented the reported event. Correction: d, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the during use, water did not go into the inflation lumen of the foley catheter.